Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for the reported guide wire could not be reviewed, as the lot number was not provided. An event involving another device utilized the procedure is captured in MDR 3004742232-2021-00043. (B)(4).

Event description:
The diamondback coronary orbital atherectomy device (oad) was selected for treatment of a moderately to severely calcified, tight lesion in the proximal to mid right coronary artery (rca). The viperwire guide wire fractured following an issue with the oad. The 25mm fragment remained in a small branch of the posterior descending artery. The physician did not attempt to snare the fragment, and the fragment was left in the vessel. The procedure was completed with balloon angioplasty and stent placement. The patient was stable following the procedure.